Event description:
It was reported that a spectrum pump was not recognizing a closed door. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported "not recognizing a closed door" was confirmed. The pump was not within specifications in relation to this symptom. The deficiency was caused by a loose upper link screw. The condition was eliminated during eval by adjusting the screws. The screws will be replaced during the repair process.